Event description:
It was reported that 46 bd veo¿ insulin syringes with bd ultra-fine¿ needles experienced misaligned scale marking. The following information was provided by the initial reporter: scale mark printing is tilted to a side.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and two non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. A complaint lot history check was performed on lot # 1074234 for printing (scale markings misaligned). This is the 1st. Related complaint for printing (scale markings misaligned) on lot # 1074234. A review of the device history record was completed for batch # 1074234 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200949291, 200948119] noted for missing print. There was one (1) notification [200949441] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: - unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.